Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensed noise. Programming changes were performed. The physician then explanted and replaced the rv lead. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.